Event description:
It was reported that the right ventricular lead exhibited high thresholds and intermittent capture even at maximum output due to lead dislodgement. The lead was repositioned with good values but one week later, thresholds were again high at 3.0 v, 1.0 ms. A new lead was implanted on the right side. The physician felt that lead dislodgement was due to the heart being fibrotic rather than a lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.